Event description:
It was reported that during a procedure, legs of clips did not align properly. There were no pt consequences. Case completed with another device with no issues.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.